Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient received the end of service message. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced. Therapy was confirmed post operatively.